Event description:
Lens colonization by macrophages [lens disorder nos]. Case despription: spontaneous device report, argus n. 2001079140de. A physician reported a case regarding a pt (age and sex unknown) who underwent a surgical intervention for the implant of a ceeon lens mod. 811c. The physician complained that the lens surface needed to be daily cleaned because of colonization by macrophages. The pt's re-operation was necessary. No further info was provided. A technical investigatiion was performed and consisted of the following: review of batch records which did not show any deviation. Review of complaint files of heparin coated pmma iol's over the past five years which did not show any complaint of this kind received so far. Review of the heparin coating process used for coating the ppma iol's which is still the same as used for the complaint sample. Based upon the arguments listed above, no production related cause could be identified. Case comment: the reported event, lens colonisation by macrophages lacks info on pt details, indication, surgical technique used, course of the operation, medical history of the pt e.g. Diabetes etc. More data are required for a proper assessment of the case.. This event is unlisted in the core data sheet. Complaint investigation report does not support the fact that the event could have been due to the lens.